Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a failure, recharger problem, cannot continue, call medtronic message. Scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller stated they went to charge the pt's implant this morning, but the controller said it "cannot do the job" and to call manufacturer. Pss asked, caller did not have any other info from the screen. Caller and pt then started a recharging session during the call and reported recharging excellent right away, and stayed on excellent for the duration of the call. Pss reviewed equipment was working as intended and if a screen comes up again to capture screen details and call back. Pss did not collect any serial numbers as equipment worked during the call right away, the screen details were unknown, and pss did not want to interrupt pt's charging as they were able to start during the call. Additional information was received. It was reported  the controller said "recharge problem this morning" and says its been "touch and go since last week" when they last talked to us. They said the rtm does get warm when charging. A new recharger was requested. No symptoms were reported.